Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the pacing thresholds were deemed to be too high. The ipg was re-captured, and re-positioned three more times with unacceptable pacing thresholds each time. Once the tether was cut, the ipg revealed no capture. The device dislodged during tether removal. Once the device was re-positioned in the patient, the ipg was undersensing and revealed no capture. The physician inactivated the device and placed an alternate system. No patient complications have been reported as a result of this event.